Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized yesterday due to diabetic ketoacidosis with blood glucose of 250 mg/dl. Customer¿s current blood glucose is 115 mg/dl. The customer was treated with auto mode bolusing. Customer reports they have contacted their healthcare professional regarding the high blood glucose. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. Customer is not calling back to perform an high pressure test. Customer reported that there is air bubble along the tubing. Approximate size of air bubbles is 1/4 size of a pea. The insulin pump will not be returned for analysis.